Event description:
It was reported that during set up of the backup system controller, the emergency backup battery (ebb) light never came on when the ebb was connected to the system controller ribbon cable. When power was removed from the system controller, the system controller shut down as if it was not connected to the internal ebb. A second ebb was inserted into the system controller and the same issue occurred, the system controller was exchanged and the problem resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system shutdown involving the heartmate 3 system controller (serial number: (B)(6)) could not be confirmed through this analysis. Available information indicated that "when electricity was removed from the controller the controller just shut down as if it was not connected to the internal battery". Available information also revealed that replacing the backup battery did not resolve the issue; however, exchanging the controller resolved the issue. To date, no products related to this event have returned to abbott for further evaluation. To date, no log files were submitted for review. The root cause of the reported event cannot be conclusively determined through this evaluation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.